Event description:
It was reported that over the course of time a deterioration in the pt's hearing perception was noticed. The pt complained about a buzzing noise. An x-ray was carried out which showed a foreign body around the implant site. It is assumed that this is the reference electrode of the last implant, which was explanted in 1998. Testing was carried out in 2008, which showed a functioning device, however, due to the foreign body which had to be removed, it was decided to re-implant the pt. All external parts were exchanged, but without success. The pt was re-implanted at approximately one month later.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.